Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with three photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 8187761, and no quality issues were found during production. Our quality engineer reviewed the provided photos but was unable to identify any defects to the catheter tip. Without a physical sample further investigation could not be performed. Based off the engineer's review of the provided photos the reported defect could not be verified. Since no defects were identified a definitive root cause could not be determined.

Event description:
It was reported that 5 bd insyte¿ cateter i.v. 18ga x 1.88¿ (1.3 x 48 mm) (latin america) experienced catheter tip damage deformation and catheter splitting,cracking,shearing,frayed which was noted prior to use. The following information was provided by the initial reporter: when removing the product from the packaging, they noticed that the tip of the catheter, the vialon, has an extension of the same material, such as an additional vialon filament, which does not allow its use. In addition the customer says that the tip in other cases is shredded, (not smooth).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ catheter i.v. 18ga x 1.88¿ (1.3 x 48 mm) (latin america) experienced catheter tip damage/deformation and catheter splitting/cracking/shearing/frayed which was noted prior to use. The following information was provided by the initial reporter: when removing the product from the packaging, they noticed that the tip of the catheter, the vialon, has an extension of the same material, such as an additional vialon filament, which does not allow its use. In addition the customer says that the tip in other cases is shredded, (not smooth).